Event description:
Hill-rom received a report from a hill-rom technician stating the head right caster is not holding when set. The bed was located at the account in the hobbs basement. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the caster brake not holding due to a cracked caster stem at the hex rod connection of assembly. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake caster should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician installed a new head right brake caster to resolve the issue. Based on this information, no further action is required.